Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 427 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.3. Other occupation: purchasing assistant. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.